Manufacturer narrative:
An event of device embolization was reported. The investigation confirmed the device met visual, functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 4/4 amplatzer piccolo occluder was successfully implanted in a (B)(6) old (B)(6) kg patient in the intraductal position. On the morning of (B)(6) 2021, it was found that the device had embolized into the right pulmonary artery (rpa). The patient was brought back into the cath lab where the device was successfully retrieved via transcatheter snare. The physician then attempted to implant a 5/4 amplatzer duct occluder, however it was mis-sized as noted by the retention skirt obstructing aortic flow. The device was removed prior to release and replaced with a 5/4 amplatzer piccolo occluder, which was successfully implanted. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was provided.